Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all medications were not crossing over to station. Customer mentioned that they were able to see the patients on the station, but they were not able to see the medications for those patients. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all medications were not crossing over to 1 station. A technical support specialist verified that the station was currently configured in non-profile mode. In this configuration, the station functions as expected, but it does not display patient specific medication orders. As a result, medications will not appear under patient profiles on this device. The system functioned as intended after the technical support specialist troubleshot the device.